Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During the ICD exchange procedure, insulation damage to the svc connector of the rv lead was observed. The svc df-1 was capped and a new ICD was connected to the lead. No data or photos are available.